Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient that on (B)(6), 2010 this right atrial (ra) lead was observed to have fractured. A revision procedure was performed. The lead was capped and surgically abandoned. Another manufacturer's ra lead was successfully implanted. No adverse patient effects were reported.